Event description:
Pt getting infusion for nivolumab. Rn to bedsife for pump "occulusion" alarm. Bag noted to be dry and air noted in line beyond cassette. Pump removed from service. No pt harm. Pump vtbi (volume to be infused) correct to bag volume. No overage. No tubing retained. Plan to program 10 ml less than bag volume to ensure line does not run dry.